Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem technical support (tts), however customer declined to complete the check. Customer's blood glucose was above 235 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.